Manufacturer narrative:
Updated information: d4 serial number and UDI number updated. D3 MFR fax number added.

Manufacturer narrative:
The cause of the vascular dissection was not determined due to insufficient clinical details and no product return. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
D1: brand name updated. H6: medical device problem code a150202 removed

Event description:
Clinical review/rationale: an impella 5.5 pump was being placed via the right axillary artery graft site to support the 72 year old female patient who had been admitted in with known cardiomyopathy presenting in scai stage c shock. Other underlying history, beyond the patient being on inotropes and vasopressors, was not shared. The pump was being inserted via the graft site when there was an observation made of vessel dissection. The pump was removed, however the guidewire remained within the axillary to allow for vessel treatment in the true lumen. Vascular stented the dissection, however afterwards the 5.5 failed to deliver through the stented anatomy, and the pump was removed as delivery failed. The patient was noted be stable after the pump removal. Vascular injury is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.